Event description:
It was reported by the patient advocate that one yellow collecting wave was observed on the communicator after pressing the flashing heart button to start pacemaker interrogation. Technical services review of the device determined that the device had entered safety mode on february 17, 2026. The patient was referred back to their clinic to check and confirm the device status. The pacemaker remains in service and no adverse patient effects were reported.